Manufacturer narrative:
The technician found the CPR pull rod was detached from CPR release disk. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced reattached pull rod to disk to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer alleged the CPR was not working, head was not lowering when left or right CPR handle pulled. Here was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).